Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated the patient is doing well and no further intervention is planned for this issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was unable to connect with the implantable pulse generator (ipg). Patient stated the ipg was turned off while undergoing several unrelated surgeries. Manufacturer representative met with patient and was able to connect to the ipg.